Event description:
It was reported that the health care professional (hcp) requested a review of tachycardia episodes on this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the stored episodes and noted the episodes appeared atrial driven with 1:1 rhythm that were successfully terminated with anti-tachycardia pacing (atp). Ts could not rule out that pacing configuration initiated the atrial arrythmia and reprogramming options were discussed. No adverse patient effects were reported. This ICD remains in service.